Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of corrosion on the printed circuit board and on the bottom battery. There was no damage to the housing that would indicate a leakage had occurred. Insulin was unable to pass through the fluid path, even after the hard needle was heated and the soft cannula was removed. In addition, there was blockage, possible buildup of crystallization, noted in the soft cannula. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 ¿ 45: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose reached 500 mg/dl while wearing the pod between 24 and 36 hours on the leg. During the initial call, the patient did not allege any serious injury, product deficiency or malfunction. The returned product was returned and evaluated with corrosion on the printed circuit board and on one of the batteries.